Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign matter inside the nozzle, and there was also a foreign object on the probe cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation results, the foreign material could not be identified, and the cause of the foreign material remaining in the device could not be specified. It is likely the result of insufficient reprocessing; however, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.